Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe¿ 0.3ml 30ga 1/2in uf 10bag 500cs the scale markings were slanted. Was reported user says he has to reuse syringes.

Manufacturer narrative:
H.6. Investigation: customer returned (8) loose 0.3ml 30g 12.7mm bd insulin syringes (used). Consumer reported that syringes with slanted lines and is unable to use them. The scale markings on all (8) returned syringes were examined and the position of the scale markings were found to be within manufacturing specification as per the plug gauge (see attached photos). The alleged defect could not be confirmed. A review of the device history record was completed for batch# 8260822. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure - after examination of samples no manufacturing defects were observed as all scale markings were within manufacturing specification. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd syringe¿ 0.3ml 30ga 1/2in uf 10bag 500cs the scale markings were slanted. Was reported user says he has to reuse syringes.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8260822. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd syringe¿ 0.3ml 30ga 1/2in uf 10bag 500cs the scale markings were slanted. Was reported user says he has to reuse syringes.